Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a high blood glucose (bg) level (319 mg/dl). The customer changed the infusion set site and delivered a correction via the pump. During troubleshooting with tandem technical support, an occlusion alarm was observed in the pump history. The customer confirmed that the alarm had occurred and had delivered the remainder of the bolus after the site was changed. No further occlusion alarms had occurred. Reportedly, the customer had been using humalog in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hour use in the cartridge. The customer acknowledged the information.